Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2007: the patient presented with a preoperative diagnosis of degenerative spondylolisthesis, l4-5. The patient has a history of chronic back pain and has failed conservative treatment. The patient underwent a minimally invasive surgery with l4-5 left transforaminal interbody fusion with capstone graft, rhbmp-2/acs sponge, and l4-5 sextant instrumentation. Per the op notes, after the disc space was prepared, one rhbmp-2/acs soaked collagen sponge was placed into the disk space, one into a capstone 12 x 22mm graft, which was then packed into position. Next, on the left side, l4 and l5 pedicle screws were placed. A sextant rod was then locked into the screw. The wound was irrigated with saline solution. The remaining two rhbmp-2/acs collagen sponges were placed in the lateral gutter and supplemented with local autograft bone, as well as demineralized bone matrix fiber. On the right side of the spine, using image intensification in ap and lateral planes, jamshidi needles were percutaneously placed at the pedicles at l4 and l5. These were then followed by guidewires. The holes were then dilated, tapped, and sextant screws were placed into the right side pedicles of l4 and l5. Sextant rod was then threaded. Set screws were locked down tight. No patient complications were reported. On (B)(6) 2011-MRI lumbar spine shows l4-l5 left lateral disc-osteophyte complex abuts the left l4 root within the root foramen. Mild bilateral lateral recess stenosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.